Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses and basal rates were programmed. All boluses were properly delivered. No pump error 160 or pump error 160 noted. The motor was tested outside of device and passed. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had error 160 pump error 35, 37-39, 41-43, 79-80, 82,130. Customer states alarm occurred during basal delivery. The customer reported pump was not exposed to a high magnetic field and they are able to rewind the pump. It was reported that displacement test results was passed and self-test was failed. The customer advised the pump requires replacement, discontinue use of the pump and to revert to backup.